Event description:
It was reported that the patient underwent an explant of an intraocular lens (iol) in a secondary procedure due to decentration of the lens. It was stated that the lens was removed and replaced. No incision enlargement was made. No complications were reported. Patient stated to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Explanted intraocular lens. The device manufacturing records were reviewed and showed no deviations. Diopter measurement records for this particular lens were verified and shown to be within specifications. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4): placeholder.